Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2022. On (B)(6) 2022, the patient had a skin reaction consisted of an infection with pus and a rash at the sensor wire puncture site. The patient consulted a physician on (B)(6) 2022 who prescribed an oral antibiotic (smz-tmp bactrim ds) for 20 days and a topical ointment (2% mupirocin). After treatment, the patient felt well. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).